Event description:
Additional information was received from a consumer regarding the patient. It was reported that the patient was (B)(6) when the device was put in and (B)(6) at the time that these events were occurring. As resolution to the implantable neurostimulator not working, flipping, and the pulled wires, the implantable neurostimulator is scheduled to be removed on (B)(6) 2017. No further complications were reported or anticipated.

Manufacturer narrative:
Concomitant products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead.

Event description:
The consumer reported that they fell badly several times in 2016 and it got to a point where the stimulation/therapy didn¿t feel like it was working right. The patient noted that the stim wouldn¿t work unless they increased it to a high voltage and sat down a certain way, which caused too much stimulation. The patient reported the issue to a nurse and it was discovered that the wires (leads) were pulled from the scar tissue; they were three inches lower than where they should have been. The patient wanted the system removed because it was not helping, when the patient leaned back a certain way, the ins would try to flip over and it was painful. It was also noted that the patient¿s next appointment was scheduled for (B)(6) 2017. Follow-up has been attempted, but no further information was received at this time. If additional information is received, the event will be updated. The indication for use for the im planted device was noted as spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on 2017-mar-10. It was reported that the patient had to take care of her mother which included the patient to lift her mother; this was noted to cause pain at the implantable neurostimulator (ins) site. The patient stated that they had fallen from being tired, exhausted, and not feeling anything from her knees down. The patient stumbled and fell more than they used to and they wanted their device removed. There were no further complications reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer that reported that the patient came down with a stomach virus and could not get surgery done on (B)(6) 2017 so she has to reschedule the explant of the device. No further complications were reported or anticipated.